Event description:
The cordless driver 2 was sent for evaluation due to not turning during an anterior cruciate ligament repair procedure. A back-up device was used to complete the case. There was a 45 minutes delay in the case, but no additional medical treatment or intervention was required as a result of the event.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.